Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx. Approximately 2 months post procedure the patient suffered dark blood in stool reported as likely gi bleed. The patient was on dapt at the time of the event.